Event description:
It was reported that during an elective explant procedure on (B)(6) 2025, one anchor was found fractured. It is unknown which anchor caused/contributed to this event.

Manufacturer narrative:
Further information was requested but not received. The allegation is against 1 of 2 anchors; however, it is unknown which anchor; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: swift-lock anchor, model: 1192, UDI: (B)(4), batch: 10082021.

Manufacturer narrative:
Date of explant / date of event corrected. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.